Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the ventricular lead exhibited over-sensed noise. The noise was reproduced with isometric testing. The lead was explanted and replaced. There were no patient consequences.